Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polyp resection during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip stayed securely attached to the metal guide and did not release into the patient as intended. As a result, the surgeon had to apply traction to the guide in order to remove the clip. This caused minimal tissue damage. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for polyp resection during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip stayed securely attached to the metal guide and did not release into the patient as intended. As a result, the surgeon had to apply traction to the guide in order to remove the clip. This caused minimal tissue damage. The procedure was completed with another resolution 360 ultra clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation result: visual analysis of the returned device revealed that the device returned with the clip assembly detached, with evidence of full deployment. The reported event of clip failure to release from catheter was not confirmed, as the investigation found the clip assembly fully deployed. The risk review confirmed that "clip failure to release from catheter and tissue damage" was documented in the risk analysis. The labeling review showed no issues with device use instructions. Based on all available information, the most probable root cause assigned is "no problem detected".